Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. The probable root cause for the reported complaint could be due to the lifeband belt clip not detected in spool shaft and/or not fully inserted when the autopulse platform was powered on, most likely attributed to user error. During visual inspection, a cracked front enclosure and bent battery lock were observed on the returned autopulse platform. This type of physical damage likely attributed to wear and tear and/or mishandling, such as drop, unrelated to the reported complaint. The front enclosure and battery lock were replaced to address the observed physical damage. During initial functional testing, the autopulse platform displayed ua 02 (compression tracking error) error message, this observation is not related to the reported complaint. Load cell characterization test revealed that both the load cells are defective. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. The load cells were replaced to address the observed ua 02 error message. Noticed that the lifeband detect switch was in correct position and screws were at correct torque. During archive data review, multiple ua 12 error messages was observed. Per the autopulse® resuscitation system model 100 user guide, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) in complaint for investigation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The user was unable to clear the ua 12 error message. No patient involvement.